Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working.

Manufacturer narrative:
Corrected fields: h6 (remove code 3331 from "type of investigation"). The defective components were received for further investigation. The failure analysis and testing dept. Received the touchscreen assembly, with a reported unit failure of the touchscreen unable to calibrate. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. Failed to calibrate. Fat verified the issue but no root cause defined. The supplier cannot test this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer evaluated the unit and done touch screen initial testing passed, however when attempting to calibrate the touch screen it constantly failed calibration. Opened touch screen rear case and attempted cleaning touch screen, still unable to calibrate. Replaced screen, unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.